Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had been hospitalized for the past four months after receiving several inappropriate shocks, including 10 inappropriate shocks in august due to oversensing and changes in amplitude morphology measurements, and now in october, two additional inappropriate shocks with a completely different qrs wave. This patient was noted to have had an av node ablation procedure back in july because of permanent atrial fibrillation, so they do not have sinus rhythm and are constantly being stimulated by his biventricular pacemaker. Upon interrogating the s-ICD in the hospital, the field found a very similar qrs morphology to the one that was observed during the implant one year ago. The observed morphology variations appear to happen when loss of capture (loc) occurred in one of the ventricles. Testing of the system was performed and the s-ICD was reprogrammed and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report is being filed to update the implant date.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had been hospitalized for the past four months after receiving several inappropriate shocks, including 10 inappropriate shocks in august due to oversensing and changes in amplitude morphology measurements, and now in october, two additional inappropriate shocks with a completely different qrs wave. This patient was noted to have had an av node ablation procedure back in july because of permanent atrial fibrillation, so they do not have sinus rhythm and are constantly being stimulated by their biventricular pacemaker. Upon interrogating the s-ICD in the hospital, the field found a very similar qrs morphology to the one that was observed during the implant one year ago. The observed morphology variations appear to happen when loss of capture (loc) occurred in one of the ventricles. Testing of the system was performed and the s-ICD was reprogrammed and remains in service. No additional adverse patient effects were reported. Additional information provided from the field indicated the patient later experienced an arrhythmic storm while at home in which their s-ICD withheld therapy. Patient advocates were nearby when this episode happened and were able to deliver cardiopulmonary resuscitation while awaiting an ambulance. When the patient's heart rate was observed to be shockable, an external shock was also delivered by the advocates. After the external shock, the rhythm became shockable by device detection standards and the s-ICD started to deliver multiple shocks for the ongoing arrhythmic storm. All evidence indicates the patient eventually returned to sinus rhythm, and the physician was inquiring about any programming optimization that could help the patient in situations such as this in the future. All evidence indicates the shocks the patient received were appropriate and the physician was not concerned about the s-ICD having originally withheld therapy for the patient.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had been hospitalized for the past four months after receiving several inappropriate shocks, including 10 inappropriate shocks in august due to oversensing and changes in amplitude morphology measurements, and now in october, two additional inappropriate shocks with a completely different qrs wave. This patient was noted to have had an av node ablation procedure back in july because of permanent atrial fibrillation, so they do not have sinus rhythm and are constantly being stimulated by his biventricular pacemaker. Upon interrogating the s-ICD in the hospital, the field found a very similar qrs morphology to the one that was observed during the implant one year ago. The observed morphology variations appear to happen when loss of capture (loc) occurred in one of the ventricles. Testing of the system was performed and the s-ICD was reprogrammed and remains in service. No additional adverse patient effects were reported.